Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges. Additionally, it was reported that there was a plastic piece missing inside of the clear plastic rod inside of the cartridge. Blood glucose was 200-300 mg/dl. Reportedly, the customer reverted to manual injections.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. The alleged cartridge issue could not be verified.